Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during veterinary procedure, the thread and the needle were found to be come off. Another device was used to complete the case. The event occurred during the procedure, but the product was not used for patient.